Manufacturer narrative:
Additional info: phone#, email, (names/email), (phone/fax#), evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the circular seal lock collar, trocar balloon and dissector balloon appeared intact. The obturator was received. The inflation syringe was received. The insufflation bulb was not received. Pmv performed functional testing; the trocar balloon was inflated, no leaks detected. The hole was covered, and the dissector balloon was inflated using a test insufflation bulb, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred during a laparoscopic procedure. The balloon physically broke. In order to resolve the issue and complete the case, the surgeon stopped using the device.